Event description:
It was reported that the patient presented after receiving two inappropriate shocks. There was oversensing and high impedance, and a lead fracture was suspected. The pocket was opened, and the connections were found to be secure. The leads were connected to an analyzer, and attempts to create noise and duplicate a high impedance reading were unsuccessful. When the leads were reconnected to the device, high impedance was again observed so a connector problem was questioned. Both the device and lead were explanted and replaced. No further patient complications were reported as a result of this device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Analysis of the lead could not be conducted at this time because the lead could not be located. If located, analysis will be completed and the results will be forwarded.